Manufacturer narrative:
Other relevant device: etlw1616c93ej, sn (B)(4), expiration date: 2018-06-30, (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with lower leg pain. The CT revealed that there was occlusion in the endurant stent graft system. The patient was transferred to another hospital. The physician used another manufacturer¿s embolectomy catheter and implanted another manufacturer¿s iliac stent graft 16x10x70 extending down to the external iliac artery. The blood flow was restored and the occlusion was resolved. The physician does not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.